Event description:
Customer reporting possible hemolysis event. Pt; 2 hours into treatment started complain of belly pain, lower back pain, and an urgency to go the bathroom. The pt was taken off the machine and had blood vomiting and diarrhea. The pt was then transported to ER where the pt's hemoglobin was reported to be 5. Pt was admitted to icv and requried multiple blood transfusion.